Event description:
A surgeon reported a system message was displayed when switching to vit mode during a cataract with intraocular lens implant procedure. The system was exchanged and additional system messages were displayed. The procedure was aborted and then the patient was left aphakic. The patient was referred to a retinal specialist and was seen on (B)(6) 2014, with the recommendation of secondary lens insertion. This is the first of two reports for the facility representing the first system used.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).